Manufacturer narrative:
Pending product return and analysis. This section will be updated upon completion of the lab analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed the lead was severed 11 cm from the pin. It is likely the damage was induced in the field. No other damage was noted on the lead body. Both segments of the lead were confirmed to be electrically continuous.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited high threshold measurements. As a result, the lead was going to be revised. During the revision procedure, the lead was found to be severed. It was unclear how the lead became severed. This lead was explanted. No adverse patient effects were noted.